Event description:
It was reported that in the ICU 3 days after the catheter was placed, a leak from the medial extension line approximately 1cm from the injection hub was found. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).